Event description:
It was reported that the pt has been hearing intermittently for the last several months. Intermittency seems to be triggered by applying pressure to implant site. The intermittent reduction in sound began sometime in (B)(6) 2011 after a flight, with the pt generally able to temporarily return to normal sound levels by applying pressure to the implant site. She saw her audiologist, in (B)(6) 2011, but the audiologist was unable to duplicate the intermittency. The pt reported that the intermittency has increased in frequency in the two months since her visit. Testing revealed that the implant is functioning within the normal technical specifications. An abnormally high initial ground path impedance followed by a return to normal levels after gentle palpation of the implant site suggests the presence of an air pocket over the implant. Because implant function is within normal limits yet the pt's ability to hear with the implant is affected, medical management was recommended. The external equipment was exchanged but w/o resolving of the issue. It is planned to carry out surgery under general anesthetic to revise the skin flap to alleviate the air bubble issue.

Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.